Event description:
It was reported that a malfunction occurred with the customer¿s pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, and after resetting, the same malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.